Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl; cause was not known. A bolus via the pump was delivered. Customer was hospitalized and insulin injections were administered. Elevated bg was resolved and customer was discharged on (B)(6) 2018. A pump system check was performed; no device issues were identified.